Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was also received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received an alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. The customer¿s blood glucose level was 170 mg/dl. The customer also reported condensation under screen. The customer was able to perform displacement test and was able to rewind the insulin pump. The customer also reported scratch on bottom of screen. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.